Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, motor position encoder error alarm or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor position encoder error alarm and a motor error alarm. The blood glucose at the time of the incident was 265 mg/dl. The customer stated that the drive support cap appeared recessed and the insulin pump was exposed to a magnet case. It was advised to discontinue the use of the device and revert to a back-up plan. Blood glucose level at the time of the call was 302 mg/dl which she treated with manual injection. The insulin pump will be returned for analysis.